Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (230663926). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm located on the medial and lateral sides of the c6 segment of the left ophthalmic artery with a max diameter of 6.2 mm and a 5.2 mm neck diameter. The landing zone was 3.87 mm distally and 4.20 mm proximally. The access vessel was the femoral artery, with unknown diameter. It was noted that the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. The angiographic result post procedure showed blood flow was smooth, contrast agent was retained in aneurysm. It was reported that after proper hydration as required, the microcatheter was advanced through the 5f navien to the target position. The ped dense mesh flow-diverting stent was hydrated and pushed into the proximal end of the microcatheter for delivery. However, during the delivery, after advancing approximately 30 cm, the stent became stuck in the proximal of the phenom microcatheter and could not be pushed forward any further. Subsequent attempts to push or pull it back were unsuccessful. Multiple attempts failed to resolve the issue. The operator then removed both the microcatheter and the dense mesh flow-diverting stent from the patient's body. Upon inspection, a kink was found approximately 30 cm from the proximal end of the microcatheter, and the stent¿s pushwire was not damaged. Attempts to resolve the issue by pushing the stent delivery guidewire forward or pulling it back on the instrument table were unsuccessful. Even after the delivery guidewire was pulled off, the dense mesh flow-diverting stent remained stuck within the microcatheter. The procedure was subsequently completed by replacing both the microcatheter and the dense mesh flow-diverting stent with new ones from our company. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 5f navien, phenom27 and marksman microcatheters , 8f guiding sheath.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined; it could be the crease that's causing the resistance, but that's only a possibility. The cause of the kink was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: product analysis of ped-425-18, item:10,lotno:d019772 as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 5.0cm to 11.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the phenom 27 catheter. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. Possible causes of the resistance include severe vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.